Event description:
During a lower anterior resection procedure, when the ralc45 was fired, it was observed that the staples had been deployed, but the tissue had not been cut and the tissue pin was broken. A new ralc45 was used and worked properly.

Manufacturer narrative:
The device was discarded at the hospital, and was not returned to the manufacturer.